Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found; full lead returned. The setscrew marks indicate the lead was not fully inserted into the device. Attorney further alleges the patient has experienced and/or is at risk of experiencing serious and dangerous side effects including but not limited to, painful electric shocks to the heart, phantom shocks to the heart, cardiac arrest, death, and/or such other side effects as shortness of breath, shakiness, headaches, dizziness, pale skin color, sweating, as well as other severe and personal injuries which are permanent and lasting in nature.

Event description:
It was reported that the patient received an inappropriate shock due to noise, so the right ventricular lead was repositioned. Approximately one week later, there were high rv thresholds, sensing difficulty, and non-capture. The lead was replaced. No further patient complications have been reported as a result of this event. Further information received from an attorney alleges the patient suffered injuries relating to defective sprint fidelis leads including, but not limited to, being shocked by the defibrillator multiple times without cause, which resulted in the a loss of enjoyment of life, due to the knowledge that he/she could at any time be subjected to further injuries associated with the defective leads, as well as by the knowledge that he/she might be advised to undergo additional surgery to correct, remove and/or replace the defective leads in the future.